Event description:
It was reported that the biomed stated that the arctic sun device failed calibration while doing the 6-month preventive maintenance, they stated got an error 3 expected 2300 actual 1999. Per additional information updated from ttm on 27jan2026, biomed was getting calibration error 3 (actual 1999, expected 2300). Per review of wo notes, they tested the device with the ctu attached and the flow wasn't reaching the h value on the calibration test unit (ctu), only reached 1.8 lpm, they tried testing the device with the fluid delivery line (fdl) and that was between 1.9 -2.0 lpm with inlet pressure (ip) was -7.0, circulation pump command (cpc) was 51%, when they asked to grab the shunt line they said didn't have one, asked them to order one so that they can check the flow of the device to ensure this was not a device flow path issue. They will call back when they get it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.